Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Bd technical services conducted troubleshooting with the customer and provided educational information on draw volume. Further follow up indicated that the customer had determined that the issue they were experiencing could be attributed to phlebotomist technique.

Event description:
It has been reported that the bd vacutainer® blood alcohol determinations sodium fluoride has been found experiencing low draw during use. The following has been provided by the initial reporter: material no. 367001 batch no. Unknown. It was reported that there are low blood draws. We use the grey stopper, 10ml, vacutainer vials and have had to defend our results in court, with what the defense have called "low" blood draws. The defense claims that the vacuum in the tubes are faulty and that is the reason why an amount less than the 9.3-10.7 ml was collected. (Our average collection volume is 7ml for our county). From our experience the cause for a lower blood volume is that the phlebotomist wasn't patient enough and removed the vial before the vacuum was completely used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® blood alcohol determinations sodium fluoride has been found experiencing low draw during use. The following has been provided by the initial reporter: material no. 367001, batch no. Unknown. It was reported that there are low blood draws. We use the grey stopper, 10ml, vacutainer vials and have had to defend our results in court, with what the defense have called "low" blood draws. The defense claims that the vacuum in the tubes are faulty and that is the reason why an amount less than the 9.3-10.7 ml was collected. (Our average collection volume is 7ml for our county). From our experience the cause for a lower blood volume is that the phlebotomist wasn't patient enough and removed the vial before the vacuum was completely used.